Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's foley emptied for only (250cc) when normally there is more urine output. A bladder scan was done and there was (590cc) in the bladder. A previous foley had already been replaced for similar issues. The foley was removed and replaced with a new one which drained clear yellow urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used foley catheter still attached to the urinary drainage bag only. Visual inspection noted no obvious defects. A functional evaluation was performed via a flowrate test. The catheter was inflated with 10cc's of water. While inflated, the flow rate was 140ml/min, 140ml/min and 135ml/min. The device met specifications as the flowrate must be a minimum of 100ml/min. Water was introduced thru the drainage eye of the catheter and water flowed down the drainage funnel without difficulty. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.